Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels dropped to 55 mg/dl while wearing the pod longer than 48 hours. Patient's spouse reportedly awoke in the morning, found the patient unconscious and called the paramedics; spouse also reported pod could not be located when paramedics arrived. The patient was taken to the hospital, admitted to the intensive care unit (ICU), and was placed on a ventilator and treated with anti-seizure medication. She was removed from the ventilator and was able to breathe on her own for 4 hours, according to spouse. The patient was still in the ICU at the time of reporting. The patient's blood glucose history is as follows: date time bg(mg/dl): (B)(6).